Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a blank display, pump error, battery failed alarms. Customer¿s blood glucose value was 206mg/dl. Customer stated the display was blank less than 30 seconds. Customer was able to rewind the pump. Customer inserted new battery and alarm occurred again. Displacement test and self test were performed and both passed. Insulin pump will not be returned for analysis.